Event description:
It was reported that during a percutaneous coronary intervention, difficulties with the inflation device occurred. The lesion was located in an unspecified vessel. The physician attempted to use the encore advantage inflation device to deploy the taxus stent; however, the pressure gauge "did not rise." The physician used another of the same device to successfully complete the procedure. No pt complications were noted and the pt's status was reported as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.